Event description:
It was reported that during an unknown procedure that the device displayed error code "s". The surgeon used another instrument of the same type to complete the operation. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the blade was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The manufacturing records were reviewed and no anomalies were found during the manufacturing process.